Manufacturer narrative:
Medical device expiration date: na. Investigation summary: the customer care engineer reported on the instrument bd kiestra inoqula wca (material # 447204 - serial # (B)(4)) that the machine cover holding cylinders are weak and tend to fall when they are open. The customer care engineer replaced the two gas springs and verified the operation of the two gas springs. The issue that the hood gas springs are weak was confirmed by the customer care engineer. A corrective action and preventative action (CAPA) and situation analyses have been opened for the investigation of corrective actions leading to avoid risks of errors and user injury. This complaint has been included in the CAPA for traceability of the issue. Design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor for trends associated with this issue.

Event description:
It was reported that while using bd kiestra¿ inoqula+¿ the hood gas springs are weak. The following information was provided by the initial reporter: hood gas springs are weak.